Event description:
Severe swelling in right knee [joint swelling]. Case description: spontaneous report received on (B)(6) 2010, from a nurse regarding a (B)(6) female pt, initials (B)(6), with a medical history of osteoarthritis and right knee swelling. The pt was administered the synvisc series on (B)(6) 2010, in the right knee. The pt experienced severe swelling in her right knee the weekend of (B)(6) 2010 after her third synvisc injection. The pt was seen in the emergency room (ER). The relationship between synvisc and the event was probable. At the time of this report, the outcome of the reported event and treatment were unk. Lot number was x0915. No further info was provided. Additional info was received on (B)(6) 2010, from the physician. The pt had a history of mild osteoarthritis in her right knee for a duration of two years and previous use of synvisc, non-steroidal anti-inflammatory drugs (nsaids), and steroids. Prior effusion, joint narrowing, and osteophytes were denied. The physician confirmed that the third injection of the pt's second synvisc series was (B)(6) 2010 and that the event onset was (B)(6) 2010. The pt was treated with an unspecified intra-articular steroid which upgraded this case to serious. The pt was seen in the emergency room on (B)(6) 2010, and treated with narcotics and knee immobilizer. The pt recovered on (B)(6) 2010. No further info was provided. The qa (quality assurance) investigation results were received on (B)(4) 2010. The production and quality control documentation for lot number x0915, expiry date 10/2012, were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number x0915 expiry date 10/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.